Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components (i.e. Integrated circuit (ic) chip and capacitor), mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual, "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flex deflectable videoscope experienced no image. The issue was observed during device maintenance, and there were no reports of patient or procedural involvement.